Manufacturer narrative:
Device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient stopped having access to sound with the device and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user visited the clinic on (B)(6) 2023 and reported having lost hearing sensation with the device on the right side since around (B)(6) 2023. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2023 and reported having lost hearing sensation with the device on the right side since around (B)(6) 2023. The user did not respond when the device was stimulated directly with the highest levels of stimulation.